Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 500+mg/dl. The customer stated that she was in a car accident and the pump was on. The customer was able to connect her new set to her body. The customer reported drive support cap to appear normal. The insulin pump will not be returned for analysis.